Event description:
It was reported that during a lobectomy procedure, the shot is being performed in the pulmonary bronchus with a 45mm green refill, the stapler moves the blade but does not advance to finish stapling, the blade is returned. I change the reload for a 45mm green one and the same thing happens, I ask for another stapler and I change the battery, because felt that the stapler does not have the energy to staple, used a blue reload and it doesn't complete the shot in the bronchus. I decide to change to a another stapler to finish the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/17/2024. D4: batch #735c63. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and three reloads were received. Gst45b and gst45g reload (b &) were received partially fired 1/2 and gst45g reload was received partially fired 1/3. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The partially fired is consistent with an incomplete or interrupted cycle. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 735c63, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/4/2024. A manufacturing record evaluation was performed for the finished device pcee45a lot number a9ek01 and no non-conformances were identified.